Event description:
A customer reported that their optium xceed meter kept losing date and time. This issue was reported to have affected their precision link software, which was also showing date, and time issues. There was no report of a death, medical incident or mistreatment due to this issue. This issue is a known malfunction and a field action has been taken (adcfa21dec2006). The meter has been returned. Investigations are underway.

Manufacturer narrative:
Customer returned meter and although no date or time issue was evident, it is possible the results would be affected at time of upload to a computer using the p-link software. Customers and retailers have been informed through the adc fa21dec2006 letter.